Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated pump is alarming every 20 minutes. The blood glucose reading was 143 mg/dl. No significant events leading to the alarm were observed. Advised customer to replace the pump without question if the issue persisted. Nothing further reported.